Event description:
It was reported that after successful deployment of a bifurcated device, an infrarenal aortic extension and a suprarenal aortic extension, perforation of the aortic neck occurred. Reportedly, upon completion of device implantation, the physician ballooned the devices and performed an angiogram. The images revealed extravasation of the aorta, between the infrarenal extension and bifurcated device. The physician elected to explant the devices and treat the pt with a dacron graft. Neo-synephrine was administered to maintain blood pressure, and 5 units of blood were administered to the pt, reportedly, due to the nature of the procedure. The conversion was completed with success and distal pulses were palpable. The pt tolerated the procedure well. Additional information: the aorta was highly tortuous, the common iliac artery was moderately tortuous. Severe aortic angulation and calcification present in aortic neck.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records were received and reviewed with the following impression: due to the severe angulation of the patient's anatomy a seal of the aneurysm could not be made. The physician decided to use a compliant balloon to improve the seal area, but was unable to maintain seal and perforation of the aorta occurred. The cause of the reported event was determined to be related to the patient aortic angulation. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.